Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to buttons not responding. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons had to be pushed more than once when priming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.